Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the aligners have never fit, they cut the gums, pain (level 10) and don't fit all the way on the teeth. The patient also reports bleeding, inflammation, and discomfort due to the fitting issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.